Event description:
It was reported while using bd safetyglide¿ needle only, 25 g the needle was blocked. There was no report of patient impact. The following information was provided by the initial reporter: these are 25g 1" needles. Some of the needles in the box seem to have a blockage that does not allow air to move through the needle.

Manufacturer narrative:
Date of event is unknown; awareness date has been used for this field. Initial reporter facility name: mercyone pleasant hill family practice, pediatric, and urgent care a device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd safetyglide¿ needle only, 25 g the needle was blocked. There was no report of patient impact. The following information was provided by the initial reporter: these are 25g 1" needles. Some of the needles in the box seem to have a blockage that does not allow air to move through the needle.

Manufacturer narrative:
The following fields were updated with additional information: d. 10 device available for eval?: yes. D. 10 returned to manufacturer on: 30 sep 2022. H6: investigation summary: four samples were provided to our quality team for investigation. Upon visual inspection, no defects or issues were observed. Functional testing was performed, each sample was connected to a syringe with saline solution. Two samples did not expel the solution, these needles are clogged. This defect could occur if there was a process variation during the lubrication application process inducing the symptom reported. Furthermore, a device history record review was completed for provided lot number 2007149. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect. Verification of the needle lubricant application process was performed. The settings were correct, and the flow of products was good. H3 other text : see h10.